Manufacturer narrative:
As customer declined tube replacement, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray tube failed due to a small focus break, and the tube was not replaced on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.